Event description:
During a lobectomy procedure the device could not staple. Changed cartridgebut ineffective. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. In addition another cartridge (b) was received loose inside the bag and void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. Cartridge b batch# v5d82u